Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the battery passed visual inspection and functional testing. A review of the battery's internal log revealed that a cell pair, at one point in time, passed the voltage threshold. However, the battery was received with no flags enabled. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) battery was unable to charge, it was attempted on several ports and the battery light would turn orange and eventually flash red. The battery was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.